Event description:
The customer reported on (B)(6) 2013 at 3:01 pm she activated a new pod. Her blood glucose, carbohydrate intake and insulin history is as follows: at 9:00 am she deactivates the pod and upon removal she noticed the cannula was bent.

Manufacturer narrative:
The product was not returned for evaluation. We are unable to confirm the reported bent cannula or to determine whether it could have contributed to the reported hyperglycemia. Qualification records were received and the product lot met all acceptance criteria.